Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 274 mg/dl. Customer stated that the numbers started going and won't stop. Customer doesn't know if she pressed the right button the pump. Customer stated that she was trying to bolus. Customer declined troubleshooting for her high blood glucose level. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. Insulin pump received with cracked case at display window corners, display window, battery tube threads and minor scratched display window.